Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the coronary diagnosis procedure was completed without delay using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was defective. Upon troubleshooting, fse found that the issue was due to broken pins behind the wireless footswitch. To resolve the issue, fse replaced the wireless footswitch, wfs base station and wireless footswitch charger and returned the footswitch and base station to philips for further analysis. The analysis confirmed that the footswitch failure was due to broken connector input and no failure was found in the base station. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. The wireless footswitch, base station and charger was replaced and the system was returned to use in good working order.